Manufacturer narrative:
The device was returned to resmed manufacturing facility in (B)(6) for an extensive engineering investigation. There was no fault found with the returned device. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device is currently being returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral was delivering a different pressure than the value that was set. There was no patient injury reported as a result of this incident.